Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant high out of range pace impedance measurements were noted on this right atrial (ra) lead and oversensing. A revision was advised, but the physician elected to not performed a revision but instead reprogrammed the device. Due to this lead dislodging into the ventricle and the patients intrinsic rhythm it was no possible in increase the pacing percent thus the device remained programmed to vdd mode with medication given at a higher dose. The lead remains implanted. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place and this lead was attempted to be repositioned, but high pace impedance measurements were still seen, thus a new lead was implanted. This lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.